Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal ambuflex, dianeal ultrabag and extraneal viaflex therapy. On an unreported date, the patient began treatment with dianeal ambuflex, dianeal ultrabag and extraneal viaflex therapy (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Therapy with dianeal ambuflex, dianeal ultrabag and extraneal viaflex was reported to be ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event. The nurse reported the following. Per the nurse, the cause of the peritonitis was due to the patient disconnecting too much. On (B)(6) 2012, the patient was discharged from the hospital. Treatment information was not reported. The patient was recovering from the event of peritonitis. Concomitant medication was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient. The assignable cause for the break in aseptic technique could not be determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.